Event description:
It was reported that the ilet device¿s screen was cracked and could no longer be used, consistent with a device display failure and associated enclosure damage. Symptoms included no reported clinical effects. Outcomes included interruption of device use without medical intervention. Investigation included review of complaint details and device history, and arrangements for replacement. Investigation of this case revealed damage to the device screen rendering the user interface inoperable, with no associated alarms reported. It was concluded that the event was attributable to physical damage to the device display; a replacement unit was provided.